Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Since (B)(6) 2018, the patient experienced stoma site drainage, which was treated the stoma site with dressings. On (B)(6) 2018, the patent had reported that he experienced stoma site drainage, soreness, bleeding, and redness since aug 2018. The patient was diagnosed with a stoma site infection and was prescribed 875mg/125mg of amox-clav by a nurse from his insurance agency. The patient had taken amox-clav for 14 days with the last dose approximately on (B)(6) 2018. The stoma site redness had cleared but the drainage continued and was becoming darker described like chocolate brown with a foul, non fecal odor.